Event description:
The customer reports the ventilator oxygen decreased from 80 percent to 22 percent, verified with an external analyzer (mini ox). The ventilator alarmed low oxgyen. The pt desaturated but no pt injury was reported. The fse has been dispatched.